Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2024 and suture was used. About 15 days postoperatively, on (B)(6) 2024, the patient came to the hospital for examination due to incision pain, and it was found that the suture was not absorbed at all. The patient's pain improved after removal of the suture. The patient is stable now. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? If medication was required, please clarify if it was prescription strength. Answer: after investigation, the patient (female, specific age unknown) underwent episiotomy repair in hospital in (B)(6) 2024 (specific surgery date unknown). The surgeon used vcp345h for sewing the perineal skin, perineal flap and full layer of perineal mucosa in the way of interrupted suturing manner. The intraoperative sewing operation was smooth. About 15 days after the surgery, the patient had perineal wound pain. The doctor found that the suture was not completely absorbed through examination. The suture was removed from the perineal wound. Then the patient's wound pain was improved. The subsequent adverse event report was not received. Other information requested is unknown. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.